Event description:
A customer repeatedly obtained negative vitros ahcv assay results on a pt sample that generated positive results using two alternate methods. False negative ahvc results could present a risk to public health. There was no report of harm as a result of this event.